Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Manufacturer narrative:
This medwatch 1825034-2014-07560 associated with patient (B)(4) is a duplicate of medwatch 1825034-2013-07515 associated with patient (B)(4). This medwatch 1825034-2014-07560 is considered closed at this time. This follow-up report is being filed to correct the initial notification date to august 8, 2014.

Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation from there being too much slope in the tibia. All components were removed and a total knee system was implanted.